Event description:
The customer's father reports the lancet protrudes beyond the lancet device and that he had an accidental fingerstick, but did not require medical intervention. No report of an adverse event. Controls were not ran. Return requested and replacement was sent.